Event description:
Reporter reports that a home patient had the occluder feet of the transfer set break. The pt has been on peritoneal dialysis since 2005. The transfer set had been in place since 2006. There was no patient injury or medical intervention reported for this incident.